Manufacturer narrative:
This is the same event as 3010536692-2016-00681.

Event description:
Allegedly the patient was revised due to mom complications. Additional information received (B)(6) 2016. Added hospital, product ID/lot number, implant/explant date.